Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, air detector problem, which was reproduced during evaluation as a reload set alarm. Reload set alarms were also confirmed during a review of the device event history log. Evaluation found the ultrasonic sensor had low fluid numbers. Low fluid numbers can make the device more sensitive to reload set alarms. The upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-08029 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.